Event description:
The customer reported aspiration p (partial aspiration) errors on quality controls and patient samples. All patient results recovering with a "p error" on the instrument were rerun a different analyzer. The rerun values were reported. There was no effect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the 500 microliter glass sample syringe resolving the issue. The fse also replaced the 2-way and 3-way diluent valves to the aspiration pathway as part of troubleshooting. (B)(4).